Event description:
I received a replacement dreamstation2 recently. I used it briefly until my resmed unit was delivered. During this time the heated tube (smaller diameter) that came with the machine disconnected from the base of the coupler that attaches to the mask intake. It gradually worked less. I don't know if this is by design. I've been using CPAP <10 yrs and never had the coupling separate in this location. I suffered no injury. Just picked up the loose end in the middle of night and reattached. My concern is for anyone who absolutely need a proper functioning tube. It is curious also that the coupling that attaches to the mask intake is so tight that I had to struggle to remove it when I switched machines. I'm glad I no longer have to deal with the phillips saga. Don't want to be bothered about it. If you are interested check it out on your end.